Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: a full UDI is not available due to missing information - lot#

Event description:
It was originally reported that during a procedure, a patient was cut from a device that was left on the drape, and inactive. Upon further investigation, it was reported that the patient was not cut, but did receive a small burn to their palm, this was treated with an ointment. It was also reported that the there was an unknown delay, and the procedure was competed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was originally reported that during a procedure, a patient was cut from a device that was left on the drape, and inactive. Upon further investigation, it was reported that the patient was not cut, but did receive a small burn to their palm, this was treated with an ointment. It was also reported that the there was an unknown delay, and the procedure was competed successfully.